Event description:
It was reported that the flush suture cutter xl tip broke off inside of the patient. The tip was retrieved, and the case was completed using a backup device. A delay of less than 30 minutes occurred. No patient injury or complications were reported.

Manufacturer narrative:
Visual assessment of the device confirmed the reported complaint of the tip coming free from the shaft. Further visual assessment found the actuator to be bent in a downward angle. This condition would allow the tip of the device to dislodge. The condition of the device indicates that an excessive amount of force was placed on the tip during use resulting in its failure. A review of the device history record was performed which confirmed no inconsistencies. After the evaluation, the root cause for the reported issue was determined to be user error. No further investigation is required.